Event description:
A report was received that the prism clinical patient will undergo an explant. No further details are available at this time.

Event description:
A report was received that the prism clinical patient will undergo an explant. No further details are available at this time.

Manufacturer narrative:
Additional info was received that the patient was explanted due to ineffective therapy.